Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "so, I took a look at all the recent ers that were put in with the question of the blue tops questionable shortfills being bad lots and it is clear they are bad lots. We had a total of 5 ers short fills for ptinr/ aptts."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1014037; d4: medical device expiration date: 2021-10-31; h4: device manufacture date: 2021-01-14. D4: medical device lot #: 1014038; d4: medical device expiration date: 2021-10-31; h4: device manufacture date: 2021-01-14. H6: investigation summary bd received 621 samples from lot 1014037 and 16 from lot 1014038 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from each lot from the bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "so, I took a look at all the recent ers that were put in with the question of the blue tops questionable shortfills being bad lots and it is clear they are bad lots. We had a total of 5 ers short fills for ptinr/ aptts."